Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The patient reported being unsure if the cannula was properly seated.

Manufacturer narrative:
The device was received partially deployed with the formed needle exposed and visible in the exposed portion of the soft cannula past the bottom housing window. The download data showed that the pod completed both priming sequences and was deactivated at the end of second prime. Upon opening the pod, it was observed that the release bar was lifted and released from the ratchet gear, indicating the needle mechanism had fired. It was observed that a portion of the mechanism rail was positioned in front of the slide insert and preventing the needle mechanism from extending fully during needle mechanism deployment. The incorrect installation of the mechanism rail prevented the slide insert from advancing forward during needle mechanism deployment and prevented the needle mechanism from deploying fully as intended. The incorrectly installed mechanism rail was confirmed to be the cause of the reported needle mechanism failure and unsure properly inserted cannula.